Event description:
Related manufacturer report number: 2017865-2022-02505. During an in clinic follow up, it was noted the longevity of the device was less then expected, additionally, there was low pacing impedance and inappropriate mode switching on the right atrial (ra) lead. Technical support was contacted and suspected premature battery depletion on the device and lead damage on the ra lead. Technical support recommended device replacement and ra lead replacement. The device was explanted and replaced, and the ra lead was capped and a new ra lead was implanted resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported field event of low atrial impedance was not confirmed. The cause of low atrial impedance was determined to be due to non-device related factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Electrical testing revealed high current drain from the hybrid. A longevity calculation was performed and found the battery depletion was normal based on the device usage, which included the high current drain. A hybrid anomaly was found to be the root cause of the high current drain and faster than expected battery depletion.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported field event of low atrial impedance was not confirmed. The cause of low atrial impedance was determined to be due to non-device related factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Electrical testing revealed high current drain from the hybrid. A longevity calculation was performed and found the battery depletion was normal based on the device usage, which included the high current drain. A hybrid integrated circuit anomaly was found to be the root cause of the high current drain and faster than expected battery depletion.